Event description:
Healthcare professional (hcp) reports home apd pt (pt) neglected to unclamp pt line of apd disposable set during prime of treatment and infused air from line. Pt reported discomfort in right shoulder. No mecial intervention required and pain dissipated throughout day.